Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient went to the ER on the day of report because the past few days the device felt hot. It was noted that it felt like a heating pad was on. It was noted that the area around the device was not red and did not look infected but it did feel hot. It was noted that the device was implanted on (B)(6) 2014.